Event description:
It was reported that the jaws of a ligasure vessel sealer broke apart from the device while inside of the pt. The event did not lengthen the procedure significantly, and did not result in add'l surgery. The facility noted that all pieces were removed from the pt. There was no ill effect to the pt.

Manufacturer narrative:
Final investigation showed that the contact pad on the jaw of the device was missing, and a wire was exposed.